Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted, upon completion of the evaluation.

Event description:
It was reported, that intermittent occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose (bg) was "high". Although, specific value was not provided. Elevated blood glucose levels were addressed by manual insulin injection.